Manufacturer narrative:
(B)(4). Other device used: catalog #00994301635, zimmer modular revision body, lot #62176374. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision hip arthroplasty due to the hip stem fracturing at the junction between the cone body and distal stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device was returned for review. The x-ray received was reviewed by a third party surgeon and determined the patient appeared to have average bone quality, and is suffering from a type 2 femur fracture. The zmr stem was inadequately supported proximally, and the proximal body was inadequately sized and shaped relative to the femur. There was no evidence of osteolysis, and the stem appeared to have good distal fixation. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Surgical notes were not provided. It was confirmed that the device was used in an approved and compatible combination with all reported devices. Relevant medical history and adherence to rehabilitation protocol are unknown. The common clinical presentation suggest that this revision surgery may be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011. A field action was conducted on october 24, 2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. Therefore, the root cause of this complaint is based on a previously addressed packaging, label or instruction issue.